Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline power fault alarm was confirmed via analysis of the returned modular cable. The returned modular cable (lot number: 199189) was tested alongside the returned system controller, a test system controller, and a mock circulatory loop and during testing a driveline power fault alarm would activate upon connecting the driveline, reproducing the reported event. The integrity of the wires in the returned modular cable were then tested, revealing that the red (power b) wire had a raised resistance, and the orange (ground b) wire was electrically open, indicating that the wires were compromised. Following the electrical testing and operation of the modular cable on the mock circulatory loop, the outer jacket, and underlying layers were removed to inspect the wires. Inspection of the wires revealed that the red (power b) and orange (ground b) wires were broken, and the insulation on the green (communication a) and black (ground a) were damaged approximately 3.5 inches from the controller connector, exposing the inner conductors. Damage to these wires would result in the reported driveline issue. The log file contained approximately 9 hours of relevant data (on (B)(6) 2024 from 11:16:09 ¿ 20:08:01 per the timestamp). The log file captured a driveline power fault alarm on (B)(6) 2024 from 18:09:22 to 20:06:44 due to a pwr_b_broken fault, which is consistent with the observed damage to the power b and ground b wires in the returned modular cable. The alarm resolved after the driveline was disconnected on 12apr2024 at 20:06:44 to exchange the system controller and modular cable. No other notable alarms were observed in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The reported event was determined to be due to a break in the power b and ground b wires in the modular cable. Although not conclusively determined, repetitive flexing of the modular cable during use over time may have contributed to the observed underlying wire damage. The device history records were reviewed and the records revealed that the heartmate 3 modular cable, lot number 199189, was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including driveline power fault alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ subsection entitled "what not to do: driveline and cables", explicitly cautions the user not to twist, kink, or sharply bend the driveline. Heartmate 3 patient handbook section 4 ¿ ¿living with the heartmate 3¿ explains how to properly care for the driveline and states, ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid¿. Heartmate 3 patient handbook section 10 ¿ ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the driveline cable for signs of damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient called with a driveline power fault alarm, noting that the green pump running symbol was illuminated and all parameters were within normal range. Ventricular assist device (vad) coordinators met the patient in the emergency room and exchanged the system controller and modular cable were exchanged without any incident and no further alarms were present. The patient returned home in a stable condition.